Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm twice. The customer's blood glucose was 312 mg/dl. The customer stated that she needed to change the infusion set. The customer stated that this issue did not lead to a serious injury or hospitalization. Nothing further reported.